Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx drug eluting stent was implanted in the lad. Approximately 29 months post procedure patient suffered from after-effects of cerebral infarction. The event was treated with control ventricular rate, lipid stabilization plaque, acid suppression, antiplatelet aggregation, regulation of gastrointestinal function, anti-anxiety, crown expansion and rehydration support. Patient recovered.